Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 140mg/dl-160mg/dl fasting. Verified the strips expire 7/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer declined a blood test reviewed meter memory (B)(6).